Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. The unit can be turned on, but the liquid crystal display was flashing. An additional issue of printed circuit board failure was identified during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during preparation for use, the power supply could not be booted up or started on the visera elite ii video system center. The device could not be turned on. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the phenomenon, ¿does not start¿, was not reproduced, and a root cause could not be identified. Additionally, the phenomenon, ¿led display blinking¿, was reproduced. It was determined that the led display blinks due to a printed circuit board failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The printed circuit board was replaced, and a functional inspection and electrical safety test were carried out. Olympus will continue to monitor field performance for this device.